Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The 43 year old with history of coronary artery disease, hypertension, diabetes and chronic kidney disease, polysubstance abuse underwent three coronary artery bypass grafting (cabgx3) and intra-aortic balloon pump (iabp) placement. On (B)(6), they suffered low cardiac output syndrome/postcardiotomy cardiogenic shock (lcos/pccs). On (B)(6), they were brought to cath lab for impella cp placement via left femoral artery. On (B)(6), the attempt was made to escalate to impella 5.5 but device could not be placed due to patient anatomy and the procedure was aborted. On (B)(6), cardiac arrest (vfib), chest was reopened, cannulation for veno-arterial extracorporeal membrane oxygenation (va ECMO) unsuccessful, decision made to withdraw care and patient expired. [Note: cardiac arrest occurred while on impella cp support].

Manufacturer narrative:
D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.